Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to the system not working anymore with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and is scheduled to be revised on (B)(6) 2020.

Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to the system not working anymore with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and is scheduled to be revised on (B)(6) 2020. Additional information was reported that the device was not working due to fluid loss and the device was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
Additional information: b1, b2, b5, d6, h1, h6.

Event description:
It was reported that the patient underwent a revision procedure due to the system not working anymore due to fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pump, and balloon was implanted. Following the procedure the patient is dissatisfied with the recently revised device.

Event description:
It was reported that the patient underwent a revision procedure due to the system not working resulting from fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.

Manufacturer narrative:
Device analysis: the returned device was analyzed and was unable to confirm the reported event. Damage was observed during analysis concluded to be most likely due to explant, and is not considered a probable cause for this event because it is a secondary failure.